Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for analysis. No signs of use were observed on the sample. Visual examination revealed one slight kink/offset coil towards the distal end of the guide wire. The guide wire tubing was also observed to be slightly bent. Microscopic examination confirmed the offset coil and that the distal weld was full and spherical. The total length of the guide wire measured 4.5625", which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the swg measured 0.387 mm, which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula at the tip measured 0.017", which is within specifications of 0.0165-0.0180" per cannula graphic. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using actuating lever." The swg was not able to pass through the returned needle. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Functional analysis confirmed resistance while trying to advance the swg. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.